Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Date of event - patient has not yet been revised. Expiration date - unknown. Date implanted - 2006. Manufacture date - unknown. This report filed october 9, 2009.

Event description:
It was reported that patient underwent total elbow arthroplasty in 2003. Subsequently, a revision procedure was performed in 2006, due condyle disassociation. The condyle kit was removed and replaced. Recent radiographs taken in 2009 revealed that a condyle screw is loose. No revision procedure has been scheduled to date.